Manufacturer narrative:
The patient was taking antibiotics. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with a coaguchek ® xs system compared to an unknown laboratory method. The result from the meter at 12:28 p.m. Was reportedly 3.2 inr. The result from an unknown laboratory method at approximately 2:30 p.m. Was 2.3 inr. The patient¿s therapeutic range is reportedly 2.0 ¿ 3.0 inr with an alleged testing frequency of bi-weekly.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The coaguchek xs meter serial number was (B)(6). The patient has antiphospholipid syndrome. Product labeling states: "the presence of anti phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." The customer¿s product was requested for investigation, however, the test strips have been used up and are no longer available for return. No product has been received at this time. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."